Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA- (B)(4).

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the multifocal zxt225 19.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to the patient being unable to tolerate halos, glare, and spoking. A monofocal lens (model and diopter unknown) was implanted as a replacement. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device evaluation: the intraocular lens was not returned; therefore, a product investigation could not be performed and the customer's reported event could not be confirmed. Manufacturing records review: a review of the manufacturing records was performed. The product was manufactured according to specification. A search revealed that no similar complaints were received for this production order number. Labeling review: directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Was submitted.